Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was ballooning in the silicone segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23125100 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd the following information was received by the initial reporter with the following verbatim: an issue has been reported to mms through mail. Kindly review the reported issue ¿we need to send in the following devices due to the pump alarm failure to report distal occlusion. The tubing expanded inside the channel creating a bladder in the line. Beyond this it cause a crack closer to the connection point. Issue directly related to chemo spill. We are not sure which one of the listed pumps cause the issue at the time. However, these two pumps were in use at the time of the incident.¿ I am attaching the source mail, kindly review and confirm if any pr needs to be created from mds end.